Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and subjected to positive pressure; a longitudinal with small circumferential tear was identified in the balloon body 1 mm proximal to the proximal edge of the proximal markerband and extended distally for 3 mm. No other issues were identified with the balloon material. The rated burst pressure of this flextome device is 12 atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10 mm x 3.50 mm flextome¿ cutting balloon¿ was selected for use. During the procedure at initial dilatation, the pressure did not increase starting from 4 atmospheres. When device was removed, it was noted that balloon ruptured. The procedure was completed with another of the same device. No patient complications was reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10mmx3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure at initial dilatation, the pressure did not increase starting from 4 atmospheres. When device was removed, it was noted that balloon ruptured. The procedure was completed with another of the same device. No patient complications was reported and patient's status was stable.